Manufacturer narrative:
No medwatch form was received final analysis found that the insulation was abraded.

Event description:
It was reported that the lead exhibited a capture anomaly, high thresholds, an impedance anomaly and an insulation anomaly. The lead was explanted and replaced.